Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the detector and cp2 combo was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect cp2 has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while in a spinal fusion, two image acquisitions were performed and neither could be used for diagnostics. The surgeon opted to complete the procedure without the use of the imaging system. The site elected to complete the procedure with fluoro imaging. The representative reported that the axial view images had a ring artifact, while sagittal and coronal views were a non-diagnostic quality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
The detector panel was returned to the manufacturer for analysis. Analysis found that 2d images are as expected, but 3d images have a geometric pattern consistent with a shattered panel. Damaged detector panel. Analysis found that the reported event was related to a mechanical issue.